Event description:
Pt presented with patellar pain. X-rays revealed failed patellar component. Upon surgery, it was discovered that all three patellar pegs had sheared from component. The tibial insert also exhibited signs of wear.